Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, loose lids were seen in 200 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received one photo for investigation, which showed the shelf label information. A total of 29 retained samples were tested for functional defects. During the functional tests, 10 out of the 29 samples exhibited stopper creepout or stopper pop off. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, loose lids were seen in 200 tubes. No adverse impact was reported regarding the patient or user.